Manufacturer narrative:
Upon device return and inspection, it was observed that the guidewire lumen was no longer adhered to the tip of the spline cage. Due to the delamination of the guidewire lumen from the tip of the spline cage, deployment of the catheter was not possible. The device was dissected to look for any abnormalities that could have contributed to the delamination of the guidewire lumen. No abnormalities was found.

Event description:
Reportable based on analysis completed 17jul2024. It was reported that during a persistent atrial fibrillation procedure a farawave pulsed field ablation catheter was selected for use. The catheter was unable to hold the basket shape and kept undeploying itself. Under fluoroscopy guidance, physician went to deploy to basket and catheter undeployed itself into neutral position. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis. However, analysis of the retuned device revealed detachment of the guidewire lumen.